Event description:
It was reported that the x2 fell off of the mount. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A philips field service engineer (fse) went onsite and evaluated the device. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Section d: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Section e: reporting institution phone #: (B)(6). Section e: reporter phone #: (B)(6).

Manufacturer narrative:
Analysis was performed by philips field service engineer (fse), who found that there was no problem with the mount itself or the mount installation. The fse found the rear housing had deteriorated. Based on the results of the analysis, it was determined that the product has malfunctioned, and the cause of the reported problem was the deterioration of the rear housing. The issue was resolved by replacing the rear housing, and the device was returned to clinical use.